Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the monopolar energy was not working. The customer observed a question mark displayed on the generator for the monopolar instrument indicator. The customer replaced the monopolar cord, and tried both monopolar ports, but the issue persisted. The intuitive surgical inc. (Isi) technical support engineer (tse) suggested replacing the cords again, but the customer discontinued use of monopolar energy. There were no reports of patient injury. Isi followed up and obtained additional information. The procedure was completed using the same erbe generator, using bipolar energy instead of monopolar energy. The site changed out the energy cords twice, changed the bovie pad, and tried resetting the erbe generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced integrated electro surgical unit (iesu) was analyzed and the complaint regarding the monopolar energy not working was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to the original manufacturer for repair.